Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of clearlink system extension set leaked. The tubing and the filter were primed with normal saline. Then the patient was started on an infusion of "erwinia with a clearlink system extension set filter" and ¿put together with phaseals at the ends and attached to the patient¿. Approximately twenty-four minutes into the infusion, ¿some drops of fluid on the tubing¿ were observed. The nurse then noted ¿a very small leak that appeared to be coming from the bottom of the filter¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received contaminated with chemotherapy. The reported problem could not be verified during the visual inspection. By the nature of the sample, no additional tests were performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.